Event description:
Additional information was received from a company rep. The product ID of the suction instrument was provided, but the serial number wasn't available because which instrument had the issue was unknown. The rep verified that all instruments in all of the site's sets calibrated without a problem. The issue couldn't be reproduced with a simulated patient head. It was also reported that the instrument would not be returned for analysis because it was in use and the site wasn't sure which one it was.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided stating that the cause is unknown, however, contributing factors could include distance between the tracker and emitter during calibration, smaller patient head, smaller donut or pillow, or bed shielding, patient tracker placement, and trajectory into the divot.

Manufacturer narrative:
The suction is still in use and will not be returned for product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was an issue verifying a particular suction. There was no patient involvement. Additional information received from a manufacturer representative reported the suction is still in use and the problem was intermittent based on patient and instrument tracker geometry error and angle of tip insertion into the divot.